Manufacturer narrative:
Gasper, et al. "Complications following partial and total wrist arthroplasty: a single-center retrospective review." J hand surg am. Vol. 41 (january 2016). Pg. 47-53 current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter ¿ corresponding journal authors are as follows: michael p. Gaspar, md; jesse lou, ba; patrick m. Kane, md; sidney m. Jacoby, md; a. Lee osterman, md; randall w. Culp, md.

Event description:
It is reported in a journal article that four patients within the distal radius hemi-arthroplasty group underwent wrist arthroplasty revisions due to unknown reasons. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Root cause could not be determined. However, it is noted that the cementless construct is off-label use. Additionally, the use of the maestro in the distal radial hemiarthroplasty construct is not an indicated use.